Manufacturer narrative:
Any required fields that are blank are due to information that is currently unknown or unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On august 6, 2024, urotronic was made aware of a patient treated with bph catheter system on (B)(6) 2024. The patient complained to the treating physician of bleeding/hematuria during recovery. Between (B)(6) 2024, the physician decided to bring the patient to the or for clot evacuation and fulguration. No permanent sequelae reported.